Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of infection (unknown onset) and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection; capsular contracture, baker grade unknown.

Event description:
Patient representative reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: scarring, disfigurement, reconstruction, hospitalization, additional care, infection, denied disability, chronic pain, other symptoms to pain, rashes, itching, swelling, asymmetry of breasts, capsular contracture, cold sensation, increased risk of alcl, anguish and fear due to risk of alcl, and other past and future economic and noneconomic damages such as medical care costs, lost wages, and lost wage earning capacity. Due to the medical treatment and hospitalizations related to the breast implants, plaintiff is unable to provide care for handicapped family member. In addition, plaintiff is unable to work due to the hospitalizations, as the hospitalizations prevent them and kept from performing job duties." The reported events of mental pain and suffering, blood disorder, and iron deficiency have been deemed not related to the device. This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Fi results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of (B)(6) 2020 through (B)(6) 2022, was noted an outlier in (B)(6) 2021. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some sterilizers were involved in more than one occasion, however, calibrations and maintenance of the equipment involved were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient representative reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: scarring, disfigurement, reconstruction, hospitalization, additional care, infection, denied disability, chronic pain, other symptoms to pain, rashes, itching, swelling, asymmetry of breasts, capsular contracture, cold sensation, increased risk of alcl, anguish and fear due to risk of alcl, and other past and future economic and noneconomic damages such as medical care costs, lost wages, and lost wage earning capacity. Due to the medical treatment and hospitalizations related to the breast implants, plaintiff is unable to provide care for handicapped family member. In addition, plaintiff is unable to work due to the hospitalizations, as the hospitalizations prevent them and kept from performing job duties." The reported events of mental pain and suffering, blood disorder, and iron deficiency have been deemed not related to the device. This record is for the left side. The device has been explanted and replaced.